Event description:
During pt use, the screen went blank and the ventilator froze up and not ventilating to the pt. The ventilator was unable to power down or unlock the screen. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, pt info was not provided.